Event description:
It was reported that prior to a da vinci si hysterectomy procedure it was noticed that one of the wires of the fenestrated bipolar forceps instrument were exposed and the arm [was] not working properly. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of wires exposed is confirmed with the following clarification: drive cable is broken. The pitch up cable is broken at the distal clevis hub. Cable segment that contains the crimp is missing. Clevis does not exhibit any damage or wear marks. Other cables at wrist are not damaged. No other damage found.